Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black boxes showed no evidence of a cs 128 service alarm, however the black box did show a cs 177 low battery warning and a cs 128 replace battery alarms. There was evidence of a partially discharged battery being installed. The battery cap was not returned. All testing was performed with a test battery cap. The battery cap was able to fully tighten. The current draws were within specifications. The ¿battery life¿ issue was not duplicated during the investigation. The pump case was removed and the pump was disassembled with no evidence of moisture of loose components inside the pump. Unrelated to the original complaint, the pump powered on with a test battery cap to a dim and discolored display. Additionally, the battery compartment was observed to be cracked below the grip pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the battery life was less than expected and the 128-fxxx alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.